Manufacturer narrative:
The DHR review was completed on 6/17/2016. It was initially reported that the deltamaxx will be returned for analysis; however, only the concomitant microcatheter was returned and it was confirmed that the deltamaxx was not available. Conclusion: as reported by a healthcare professional, during coil embolization of the feeding artery of a right coronary artery tumor, a deltamaxx (cdx18041530 / c39335) got stuck in the distal end of the excelsior sl-10 microcatheter, entangled with previously implanted coil, unraveled to the major coronary artery, and the patient experienced thrombi adhered to the coil and ischemia. After the coil became stuck in the microcatheter, about 2mm of the distal end of the microcoil got caught in the cashmere (c35389) that had been implanted prior to the deltamaxx. To solve the problem, the physician somehow pushed the microcoil into the bifurcation of the right coronary artery and detached it. However, in the process, the microcoil got unraveled, and about 5cm of the coil got migrated out to the major coronary artery. The physician tried to recover the microcoil by using a 3.2fr en snare (merit medical systems, 4mm ¿ 8mm), but the microcoil got unraveled even further to the brachiocephalic trunk. The unraveled coil could not be removed from the patient, and eventually the procedure had to be completed without removing it. The unraveled microcoil remains in the patient from the bifurcation of the right coronary artery (the feeder artery) to the brachiocephalic trunk. Due to the event, the procedure was delayed for 240 minutes. It was reported that there was no report of injuries or adverse consequences to the patient; however, it was reported that due to ¿hemorrhage¿, no interventions (such as a stent) could be used to secure the coil, and there was no plan to remove the unraveled coil as ¿substances such as thrombi are adhered onto the coil¿. Due to the heavy tortuosity of the vessels, the microcatheter might have been kinked, causing the coil to become stuck. The patient was administered heparin after the procedure, and ¿ischemia was confirmed from the CT scan¿ conducted two days after the procedure. Additional information regarding the "hemorrhage", "thrombi¿ or "ischemia" could not be obtain; however, it was reported that there was no adverse change in the patient's condition. The patient condition is currently fine, and removal of the tumor was scheduled to be conducted. Prior to the coil becoming stuck, the physician had not experienced any friction. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. No further information was available. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot c39335 presented no issues during the manufacturing or inspection process that can be related to the reported complaint. The event could not be confirmed without product return or procedure films. Hemorrhage, ischemia, and resistance between the microcatheter and coil are known potential events associated with the deltamaxx device and are listed in the instructions for use (IFU). In addition, entanglement with previously implanted coils is a known procedural complication of coil embolization procedures. With review of the reported information, it appears that procedural factors, including the concomitant microcatheter and device interaction, may have contributed to the entanglement and unraveling into the parent vessel. There was no evidence of a manufacturing issue related to the event; therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
Concomitant devices included: 7fr j1-shaped angiographic catheter, 5fr j1-shaped angiographic catheter, excelsior sl-10 (stryker), enpower dcb / cable, cashmere coil, 3.2fr en snare (merit medical systems). (B)(4). The device was returned for analysis on 6/7/2016; however, the analysis has not yet been completed. A review of the manufacturing documentation associated with this lot (cdx18041530 / c39335) presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Additional information will be submitted within 30 days of receipt.

Event description:
As reported by a healthcare professional, during coil embolization of the feeding artery of a right coronary artery tumor, a deltamaxx (cdx18041530 / c39335) got stuck in the distal end of the excelsior sl-10 microcatheter, entangled with previously implanted coil, unraveled to the major coronary artery, and the patient experienced thrombi adhered to the coil and ischemia. After the coil became stuck in the microcatheter, about 2mm of the distal end of the microcoil got caught in the cashmere (c35389) that had been implanted prior to the deltamaxx. To solve the problem, the physician somehow pushed the microcoil into the bifurcation of the right coronary artery and detached it. However, in the process, the microcoil got unraveled, and about 5cm of the coil got migrated out to the major coronary artery. The physician tried to recover the microcoil by using a 3.2fr en snare (merit medical systems, 4mm - 8mm), but the microcoil got unraveled even further to the brachiocephalic trunk. The unraveled coil could not be removed from the patient, and eventually the procedure had to be completed without removing it. The unraveled microcoil remains in the patient from the bifurcation of the right coronary artery (the feeder artery) to the brachiocephalic trunk. Due to the event, the procedure was delayed for 240 minutes. It was reported that there was no report of injuries or adverse consequences to the patient; however, it was reported that due to "hemorrhage", no interventions (such as a stent) could be used to secure the coil, and there was no plan to remove the unraveled coil as "substances such as thrombi are adhered onto the coil". Due to the heavy tortuosity of the vessels, the microcatheter might have been kinked, causing the coil to become stuck. The patient was administered heparin after the procedure, and "ischemia was confirmed from the CT scan" conducted two days after the procedure. Additional information regarding the "hemorrhage", "thrombi" or "ischemia" could be obtain; however, it was reported that there was no adverse change in the patient's condition. The patient condition is currently fine, and removal of the tumor was scheduled to be conducted. Prior to the coil becoming stuck, the physician had not experienced any friction. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU, and the constant flush had been maintained at all times. No visible damage was noted on the product prior to the event. It was reported that the complaint product would be returned together with the excelsior microcatheter for analysis. No further information is available.